Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32616. It was reported one of the patient's leads had migrated causing ineffective stimulation. Migration was confirmed by x-ray. Surgical intervention took place in which the lead was explanted and replaced to address the issue. Note: it is unknown which lead had migrated, as such both leads are being reported.